Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
This refers to a previous event mentioned in (B)(4): "he explained to me that this is the second certas valve he has explanted from this patient. The patient had one of our original certas valves implanted about three years ago at the children's hospital. They removed this about a month ago as they discovered that this valve had split in a similar manner to the second certas plus valve which was implanted/explanted recently in the same patient...I will try and locate the original certas valve which was explanted so I can send it off as a complaint with the certas plus valve." (B)(6) 2015 per rep: "I have now managed to locate the first explanted valve (old certas version) from this patient. It has snapped in the same place as the one I sent off as a complaint last week. I will post to the complaints dept. Was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? Yes patient had to have shunt removed and replaced. Is there a product, serial or lot number you can provide? Product code : 828804. Is the device being returned for evaluation? Yes.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. Multiple attempts were made to obtain the sample; however, it was not returned. The device was not returned and no lot number information was provided. Therefore, an evaluation of the valve or review of the manufacturing records was not possible. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned for evaluation.